Manufacturer narrative:
(B)(6) 2016 01:07 pm (gmt-5:00) added by (B)(6) ((B)(4)): our field service engineer (fse) investigated the ventilator on-site and downloaded the device log files. The reported problem could not be reproduced and no fault was found by the fse. Evaluation of the log files showed that the pre-use checks tests passed without deviation prior to the start of the ventilation period and, that there were no technical alarms around the time of the reported event. Prior to the shut-down there are clinical alarms for low peep, high respiratory rate, and low expiratory minute volume which can be what the customer means by the reported problem. These alarms together indicated that there was a disconnection of the patient, but it cannot be confirmed. The cause for the reported problem has not been determined. The problem could not be reproduced, no fault was found during the investigation by the fse, and nothing in the log files indicated a ventilator malfunction had occurred.

Event description:
(B)(6) 2016 01:00 pm (gmt-5:00) added by (B)(6) ((B)(4)): this report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00267. The record is being created as requested per the FDA correspondence that requires a supplemental be filed electronically. It was reported that the ventilators' settings went to zero after being connected to a patient. Patient was bagged until the ventilator was swapped out with another. There was no patient harm reported. (B)(4).